Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 1526439-2025-00113 is no longer considered reportable at this time as the reporting will be done by the legal manufacturer. No further follow-ups will be sent under mrn 1526439-2025-00113.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the three level acdf screw broke.